Event description:
The user facility reported that while advancing an otw boston scientific coyote balloon which would not cross a lesion, the cook 5 fr x 55 cm hybrid sheath buckled in the aorta. The md tried advancing the balloon without the sheath support, which led to a kink forming in on the glidewire advantage track .014 wire. The balloon was removed, and the md proceeded to try an rx croserio 2 x 200 balloon. The balloon made it over the wire kink and successfully treated the peripheral disease in the anterior tibial artery. While removing the balloon, it wouldn't pull back over the wire kink. This led to the sheath buckling back into the aorta, so the md advanced the sheath while pulling balloon. This increased the kink in the wire and made the balloon unable to be removed. With a repeated effort to pull the balloon out, the balloon shaft broke at the monorail port, which left the balloon on the shaft of the wire and the proximal balloon shaft was removed. The md then decided to do bilateral common femoral artery (cfa) cutdowns to completely remove the wire and distal monorail balloon. These were successfully and entirely removed at this point. Medical or surgical intervention required. Estimated blood loss less than 250cc. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received 29 sept 2023: the guidewire kinked but did not break.